Manufacturer narrative:
Tech found the bed in bed shop. Complaint: hi-low head section goes down slowly. Isolated issue to trend valve being stuck. Replaced the trend valve to resolve this issue.

Event description:
Complaint: the low hi/low head section goes down very slowly. No injury reported.